Event description:
Alarms pre-tested prior to dialysis. Mode of operation: dialyze mode. Dialysate pressure alarm activated with no audio tone; only a red indicator light lit. The "no power" alarm was functional. No pt injury. Problem assessed by hosp clinical equipment department: "blood alarm board failed and front panel switch (mode function) broke."